Manufacturer narrative:
This follow up report is being filed to relay additional information. Devices were evaluated and the reported event was confirmed. Visual inspection of the returned devices revealed that they were twisted and fractured. Dhrs were reviewed and no discrepancies were found. Investigation concluded that the reported event was due to an identified design issue for which corrective action has been initiated. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2017-00144/ 00145/ 00143).

Event description:
During screw insertion and tightening, the cannulated driver tip twisted and fractured off in the screw. The fractured piece was removed and a second cannulated driver was attempted for use, but also twisted. A solid driver was utilized to complete the procedure, but this driver tip twisted as well.